Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 350 mg/dl and ketones were present. Customer was admitted to the hospital and was discharged on (B)(6) 2019. Customer inserted a new infusion set site. Bg was in the 100 mg/dl range with no ketones. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received. The type of infusion set used was not reported.